Event description:
Event description guidant received information that this pacemaker was implanted successfully and following pocket closure the atrial impedance measurements were greater than 2500 ohms and there was loss of atrial capture. The pocket was reopened and the atrial lead was tested with a pacing system analyzer (psa), the impedance and capture thresholds were within normal limits. The lead was reconnected to the pacemaker and there was again impedance greater than 2500 ohms and no atrial capture, even when programmed to aai mode. The results were the same in both unipolar and bipolar.